Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to cable failure, and images are no longer displayed. The following is included in the instructions for use (IFU): "·do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of white scratches was confirmed. In addition to evaluation in the event description, the lock button actuation was heavy. There was poor water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the hd camera head had some scratches on the cord and image was blurry. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was no image due to cable disconnection. This medwatch is being submitted to capture the reportable malfunction found during evaluation.